Manufacturer narrative:
Block b3: approximation - per the patient, has had this scab on the extension site since surgery and it never healed. Block d2b: additional applicable product code: nhl. Additional suspect medical device components involved in the event: model number/catalog number: db-3216-55, serial number: (B)(6), batch/lot number: 5004712, model/catalog description: argyle extension 55cm sterile kit, unique identifier (UDI) #: (B)(4). Model number/catalog number: db-3216-55, serial number: (B)(6), batch/lot number: 5005293, model/catalog description: argyle extension 55cm sterile kit, unique identifier (UDI) #: (B)(4). The devices were retained by the facility and not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A labeling review did not reveal any anomalies and states that the following may be potential risks associated with the use of the device: implant site complications such as pain, poor healing, redness, warmth, swelling or wound reopening and infection. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure of the implantable pulse generator (ipg) and lead extensions due to a scab at the lead extensions site that was not healing. The patient was prescribed antibiotics, and cultures were taken, but the results have not been disclosed. Postoperatively, the patient is stable. The explanted devices were retained by the facility and will not be returned to boston scientific for analysis.